Manufacturer narrative:
G4:11jan2020. B4:12apr2021. Per field service engineer (fse) reported that the unit was not in use on patient when the issue was discovered. The service forgot to plugged in the v60 when they finished therapy and the battery was completely discharged. When they plugged in the unit the error occurred. Review of the diagnostic report shows battery failed error, this is due to battery being completely discharge. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13jan2021.

Event description:
The customer reported that the v60 indicates a battery failure. The v60 does not turn on battery. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The field service engineer (fse) replaced the battery to address the reported issue. The fse verified that it charges correctly. It is verified that the unit turns on in battery mode. After corrective maintenance, the equipment remains operational and meets the manufacturer's specifications.